Event description:
The patient contacted baxter's technical service center regarding questions a high drain 101 alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) during use, during drain 1. The registered nurse (rn) was already aware of the alarm. The total ultrafiltration (uf) equaled 4261ml. The total fill volume equaled 8497ml, the total drain volume equaled 12759ml, the last fill volume equaled 0ml, and the initial drain volume equaled 19ml. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the rn on (B)(4) 2012, regarding the reported high drain 101 alarm. The rn stated she was not made aware of the alarm. Product surveillance explained the alarms meaning. The rn stated she would call the patient and follow up. The rn stated as far as she knew the patient was continuing therapy successfully on the cycler. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain due to a false empty detect and use error, the initial drain alarm setting being inappropriately programmed. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.